Event description:
It was reported via phone call, that the customer was hospitalized on (B)(6) 2014. Customer's blood glucose levels at the time of hospitalization in the 600mg/dl range. The customer reported that he was sweating and the infusion set came off, he believes this is what caused him to have high blood glucose levels. The customer was wearing the insulin pump at the time of hospitalization. The customer also reported cracks to the insulin pump, as well as excessive no delivery alarm. Customer's blood glucose level at the time 192 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Pump passed functional testings including displacement test, rewind, basic occlusion, prime, and no delivery tests. No excessive no delivery error alarms noted. Unit was received with normal operating currents and no unexpected off no power or low battery alarms. Unit had cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip.